Manufacturer narrative:
No patient involved. The device returned for analysis. The complaint investigation determined the reported difficulty was the result of a design related wear issue. After review of this event and similar incidents, abbott has decided to initiate a voluntary field action for centrimag. Abbott performed a comprehensive investigation which included device analysis, manufacturing evaluation and trend analysis.

Event description:
It was reported that when the vad team tried to initiate the centrimag motor, they noted the motor was making a "clicking noise" and error message appeared with an audible and visible "motor disconnect" alarm. The motor was removed from service and sent to bio-med where the clicking sound was confirmed by the engineers. No patient was involved and no additional information was provided. This event was previously not reported due to no patient involvement. Abbott made the decision on july 13, 2018 to initiate a voluntary recall; therefore, this event is being upgraded to reportable.